Event description:
Customer reported receiving a reading of 80 mg/dl on his freestyle blood glucose meter which was higher than he felt and he lost consciousness. The customer states that paramedics were called. However, he stated he was given an "insulin shot" which is inconsistent with the normal treatment for the symptoms reported. He also states he "doesn't remember the name" of the shot. There was no report of the customer being seen at a local health care facility, nor was there any diagnosis of hypo/hyperglycemia reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested for investigation, and a follow up report will be submitted once results are available.